Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. Heparin was given prior to the transseptal puncture. A watchman fxd double curve access system (was) was advanced into the left atrium. The activated clotting time (act) result was 136 so another 6,000u of heparin was given. The subsequent act recorded 220. A watchman flx closure device and delivery system (wd) was advanced and positioned at the laa. During deployment of the wd, a thrombus was noted to have formed on the was. The wd met release criteria, so it was implanted, and the was was removed. No further consequences or patient complications were noted. The procedure was concluded successfully.